Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine incoming inspection of a loaner set, it was observed that the xrl medium torque limiting handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report is for one (1) xrl medium torque limiting handle this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.807.357. Lot: 1279. Manufacturing site: oberdorf. Supplier: n/a. Release to warehouse date: may 9, 2015. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.